Manufacturer narrative:
The evaluation found there was no output from the unit due to defective transducer receptacle. Minor cosmetic wear to the external housing was noted. A review of the service history indicates the unit was last serviced on (B)(6) 2020 (no issues found/inspection only). The repair is in process. Additionally, the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
During a standard inspection of a returned asset, the shockpulse-se lithotripsy system unit was found to have no output due to defective transducer receptacle. There was no report of any problems associated with the device and there was no report of patient injury or harm.